Event description:
Extracoporeal photochemotherapy device treatment started on cellex at 11. Checked on patient at 1110, no problems with the machine. When went back in to check on patient, found that the sensor was no longer on and blood was leaking out of ruptured membrane of tubing. Immediately clamped patient's line and paused cellex. No alarms went off. Flushed patient's line to maintain patency. Contained blood spill. Took machine out of service. Manufacturer response for extracorporeal photochemotherapy device, therakos cellex (per site reporter).======================reporter stated pending.